Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.4, lab: 3.2. Therapeutic range: 1.8-2.5. Pt had knee surgery a few weeks ago and started testing with office on (B)(6) 2011. They got an unspecified error last week during testing. Started antibiotic (keflex) over the weekend and tested again -- that was the 1.4 result. Caller reported that patient may have been on heparin/lovenox in hospital, but has been on coumadin only since starting at their facility.